Manufacturer narrative:
The device has not been returned for evaluation and testing. A review of the manufacturing documentation associated with lot f1708202 revealed that there were no anomalies during the manufacturing and inspection process that can be associated with the reported complaint. (B)(4).

Event description:
It was reported that after removing the mynxgrip vascular closure device (vcd) from the patient, it was noted that the balloon was torn off. Manual compression was applied for 30 minutes or less to achieve hemostasis. The patient was reported to have recovered. The vcd was being used for arterial closure following an unspecified procedure. During prep, the black marker on the inflation indicator was fully exposed. The procedural sheath stopcock was opened when the balloon was at the arteriotomy to confirm temporary hemostasis. The stopcock was not open on the sheath prior to shuttling down. The user shuttled down completely. Excessive force was not applied when shuttling down and significant resistance was not felt. It is unknown if the patient¿s hospitalization was extended as a result of the event. The vcd will be returned for analysis. Additional information was requested but is not available at this time.

Manufacturer narrative:
Please note that this event qualifies for alternative summary reporting and will be reported as such in the next quarterly report.